Manufacturer narrative:
Batch review performed on 10 july 2019: lot 180394: (B)(4) items manufactured and releas:ed on 25-april-2018. Expiration date: 2023-04-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in complaining of tightness in her knee, so the surgeon released scar tissue and revised the 10mm poly with another 10mm poly (primary surgery was performed 3 months earlier). The surgery was completed successfully.